Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The report is confirmed. Signs of fluid ingression found on downstream occlusion sensor caused the issue. This was replaced and the device passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the pump did not detect the cassette. There was no patient involved and no patient harm/adverse event reported.